Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The packaging damage and kinks were able to be confirmed. Additionally, the hyptotube was separated distal to the strain relief tubing. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device unpackaging and prior to use, the 2.25 x 28 mm xience xpedition stent delivery system (sds) plastic coil had marks [damage] and the sds had kinks. Additionally there was no damage noted to the carton and pouch that could explain the cause of the damage to the coil and sds. The device was not removed from the plastic coil; the device was not used and there was no patient interaction. No additional information was provided. Return device analysis revealed the hypotube shaft was separated distal to the strain relief tubing. Both pieces were returned. No additional information was provided.